Event description:
It was reported that there were battery issues, where the device would go to 0% once plugged in and then shut off on its own. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from cts, and no additional information was received regarding the outcome of the event.